Event description:
This device was part of a system explant due to infection. The procedure took place on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).